Manufacturer narrative:
Concomitant medical products:4592-53 lead, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope/asystole, intermittent complete heart block, dyspnea, drop in heart rate and a systole/sinus pauses for ten seconds with left arm manipulation. It was further reported that the right ventricular (rv) lead exhibited a confirmed fracture, a kink, high undefined impedance and intermittent no capture. The implantable pulse generator (ipg) was un able to pace and exhibited no capture. The rv lead was capped and replaced. The ipg was explanted and replaced. During the explant procedure the sheath had to be kinked to gain access. No further patient complications have been reported as a result of this event.